Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited corrupt programming causing the faults. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up properly.